Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that the battery depletion was normal.

Event description:
It was reported that the atrial lead had a high threshold and the device had an early elective replacement indicator (eri) and high atrial output. The lead was capped and the device was removed; another lead was implanted and another device was implanted. No patient complications have been reported as a result of this event.